Manufacturer narrative:
The investigation determined that the damage to the meter was caused by exposure to high electronic power fields external to the meter. The battery used for the meter is not capable of generating the energy required to cause this damage. This damage could not occur during the manufacturing processes or at any other stage while the device is under the control and handling of the manufacturer. While it cannot be determined exactly what actions were taken by the customer or to what power source the device was exposed, the observations in this case for the returned meter are very consistent with the damage induced by microwave exposure/esd stress to the meter during the experiments.

Event description:
Manufacturer's investigation unite discovered meter was melted/burnt. No adverse event reported. Product has been returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.